Manufacturer narrative:
An investigation was completed on the returned davinci products to determine the cause of the reported stapler firing issues. If additional information is obtained, a follow-up MDR will be submitted. One tissue push incident was submitted under pr 607347/MFR report 2955842-2023-10507. This medwatch report represents the second reported tissue push incident. The sureform 45 stapler instrument associated with this event was received and evaluated. The investigation confirmed, but could not replicate, the customer reported complaint of firing failures. A log review of the sureform 45 stapler instrument found 4 incomplete clamps in 12 firing attempts and 5 firing failures during the procedure. However, these failures were not replicated during in-house testing. Firing torques for the failures were noted to be high. The instrument was tested on an in-house system where it passed initialization, recognition and engagement tests. It moved intuitively, with full range of motion in all directions, and the jaws opened and closed properly. The instrument successfully clamped, fired with a green sureform 45 reload, and unclamped. Based on this investigation, a probable root cause of the reported failures could not be determined. The green sureform 45 stapler reload associated with this event was also returned for evaluation. The investigation replicated and confirmed the customer reported complaint of a reload issue, with the related primary failure of "exposed component." The reload was found to have the knife exposed within the knife track. Disassembly of the reload found damage to the cartridge along the knife track, as well as a damaged blade, with mechanical indentations exhibited. No material appeared to be missing. The reload was also observed to have lodged, malformed staples bunched up on the surface of the reload in one of the pushers. The probable root cause of these failures is typically attributed to mishandling/misuse; for example, the exposed component failure can be caused by firing across a staple line or other obstruction(s). This complaint is considered a reportable event due to the following conclusion: it was reported that during a low anterior resection (lar) procedure, the surgeon experienced multiple partial staple fires, resulting in multiple tissue push incidents, malformed staples, and incomplete staple lines with the sureform 45 stapler using green sureform 45 stapler reloads. Surgical intervention was required to approximate the un-approximated tissue.

Event description:
It was reported that during a davinci-assisted low anterior resection (lar) procedure, while using the sureform 45 stapler instrument with green sureform 45 stapler reloads, the surgeon experienced multiple partial staple fires, resulting in multiple tissue push incidents, malformed staples, and incomplete staple lines. It was reported by a surgery services registered nurse that was present at the procedure, that the stapler worked well for the first fire, but the 5 following fires would only staple a short distance, approximately one centimeter, and tissue push events and malformed staples occurred "on just about all of them." The surgeon noticed the tissue push events right away, but it was 3 or 4 firings before they noticed that the staples were only partially embedded into the tissue. The davinci monitor displayed a "tissue too thick" message, and the stapler compressed multiple times, with the system repeating "compressing" on each of the partial fires. The surgeon fired over existing staple lines, and "the stapler would not go through the previous staple line." There was no tissue tension or bunching, and buttress material was not used. It was unknown if the affected tissue had been exposed to radiation or chemotherapy prior to the procedure. The surgeon pulled the partially embedded staples out of the tissue, as they hadn't pushed all the way through. When the staples were removed, the two prongs were straight, rather than curved. The incomplete staple lines were ultimately sutured with a running stitch. There was no bleeding observed along the staple line and no unplanned tissue removal due to the firing issue. The reload was not observed to have an exposed blade. Once the bowel was resected, the anastomosis was created with a 3rd party circular stapler. The tissue push and malformed staple issues occurred on one end of the bowel; on the other end, a new stapler was opened and used, without any issues. The procedure was completed robotically.